Manufacturer narrative:
Investigation findings: the device history record (DHR) did not show anomalies that may have caused or contributed to the reported issue. Records also demonstrate that quality system procedures were correctly followed. A lot assessment found no other similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a weekly basis or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated that her tampon came apart upon removal leaving pieces of the tampon inside of her. She was unsure if all pieces were removed. On (B)(6) 2017 the consumer had gone to her ob gyn for removal of the tampon. No further information is available at this time.